Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector.

Event description:
It was reported that during the implant procedure, when the left ventricular lead was attached to the device impedance was high on lv2 (left ventricular) vectors. Normal impedances were measured through the analyzer. The lead was then connected to a new device and impedance measurements were within normal range. The device was not used and the second device was implanted. No patient complications have been reported as a result of this event.